Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was severely disturbed. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and could not be seen due to noise.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the adhesive of the objective lens was peeled off due to an external factor. The angulation was insufficient due to the elongation of the angle wire. The bending section rubber, video connector, grip unit, scope cover, light guide cover glass, and video connector case were scratched due to external factors. The adhesive of the bending section rubber was chipped. The bending section was not securely fixed due to the loosening of the angulation lock screw. The indicators of the control section and the light guide connector were peeled off. The up / down plate and right / left plate were discolored due to handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.